Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inratio 3.6 / 2.8 last week. Inratio 3.3 / 2.3 today. Caller collects blood on puncture site, inoculates the strip and runs it. She then collects another drop of blood from the same puncture site on the same finger and runs it on meter.

Manufacturer narrative:
Investigation pending.